Event description:
The customer reported that a patient coded while being monitored. The patient was transferred to the ICU following the code.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.